Manufacturer narrative:
The problem could be traced to a component failure. We are unaware about operator/patient injury. We are waiting for additional information from the distributor.

Event description:
The laser system had a failure that did not allow to use it. No adverse effects to patient were reported.